Event description:
The customer reported that the insulin pump had an error alarm during manual prime since the past month. The customer's blood glucose reading at time of call was 80 mg/dl. Troubleshooting was performed. The customer stated that the bottom of the reservoir compartment is coming out, and the piston no longer moves. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not this device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor alarm during the basic occlusion test due to loose drive support disk. The insulin pump passed the prime test. The insulin pump was received with loose drive support disk at bottom right reservoir tube compartment. The insulin pump passed the prime test and displacement test. No motor slide anomaly noted.